Event description:
It was reported that this right ventricular (rv) lead showed high pacing impedance out-of-range of over 3000 ohms and loss of capture due to a connection issue, after the patient's implantable pulse generator (pacemaker) was replaced. Subsequently, the recently implanted pacemaker was replaced, and this rv lead was reconnected properly to a new pacemaker. Normal impedance measurements were noticed after this procedure. This rv lead remains in service and no additional adverse patient effects were reported.